Event description:
Philips received a complaint by the customer on the v60 indicating that that the devices touchscreen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the likely failure was with the v60 touchscreen. The customer requested onsite contract evaluation and repair. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The touchscreen was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.